Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported that the customer insulin pump had a multiple pump error alarms. Blood glucose was 13.2 mmol/l. No troubleshooting was performed. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 19/2/28/63/79 alarm noted during testing. However, pump error 63 alarm confirmed in the pump history due to software error. Unit was received with pump error 68/49/23 alarm after battery change and high sleep current due to moisture damaged on electronic assembly. Pump was received with cracked battery tube threads, cracked case along the side of the battery tube, missing serial number label, scratched case and minor scratched lcd window.